Event description:
The customer reported to olympus, the hf unit esg-400 had a bang sound that was heard inside the device, accompanied by white smoke and a burnt smell. Afterwards, the front panel reported e433. The issue was found during procedure of plasma electrosection. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found the e433 error reported due to faulty high voltage power supply (hvps) board and the screw holes in the lower right and upper right corners of the front panel were damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that error e433 occurred due to faulty high voltage power supply board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the procedure was therapeutic.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.